Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the customer's calibration, qc, and alarm trace data: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had a sample probe alarm. The field service engineer (fse) inspected the module and determined that the damaged cell rinse tubings had caused the event. He replaced the tubings and performed successful verification tests. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant hba1c gen. 3 results from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. One example of discrepant results was provided: on (B)(6) 2025: the initial result of the initial patient sample was 8.8%. The repeat result was 6.1%. On or about (B)(6) 2025: the result of a new patient sample from a different laboratory was 5.7%. The doctor did not believe the high result, prompting the rerun of the patient sample. The repeat result was deemed correct.